Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, e3, g2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-apr-2022 to 18- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a new knowledge base installed on the station. The technical support specialist uninstalled each of the components by following the knowledge article (B)(6) and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system showed an error "unexpected data error occurred, cannot open the database". Customer stated that they tried to reboot the station, but the issue still persists. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly showing an error message, preventing user to open the database. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device data error occurred due to new knowledge base installation. A technical support specialist uninstalled the knowledge and rebooted the station to resolve. The system was functional as intended.